Event description:
Related manufacturer reference number: 2017865-2022-10234. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed atrial lead exhibited noise and the right ventricular lead exhibited noise and high pacing impedance. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the atrial lead noise was oversensed triggering inappropriate mode switches.